Event description:
After pre-dilatation with a 5/40/90 balloon it was decided to use the passeo-18 6/40/90 balloon for a better pta result. During inflation the balloon burst transversal and was therefore removed.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon of the affected instrument has burst transversally. Several scratches were found on the balloon surface in close vicinity of the fracture site. The inner shaft is elongated and has ruptured near the proximal x-ray marker. The transversal burst pattern was most likely induced by the high curvature of the balloon in the target vessel and by the presence of a hard stenosis. Review of the manufacturing history of the production lot did not reveal any nonconformity. The complaint instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including both a leakage and pressure test. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. Due to the transversal scratches in close vicinity of the fracture site it is assumed that the rupture of the balloon was most likely induced by the patients vessel anatomy.